Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance spike followed by a steady rise in bipolar impedance to high levels. Pocket manipulation and patient arm movements showed no noise in unipolar or bipolar. The rv (right ventricular) lead was reprogrammed to unipolar pacing/bipolar sensing, and remains in use. No patient complications have been reported as a result of this event.